Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that an unknown patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small. There was a "tear" going from the very tip of the sheath. When going transseptal during the procedure with the vizigo sheath, there was difficulty advancing the sheath, and the sheath was not able to cross the septum. The vizigo sheath was removed and it was noticed that there was a "tear" going from the very tip of the sheath, down to one of the side holes on the distal tip. The vizigo sheath was replaced with a non-bwi sheath and the issue resolved. The procedure continued. No patient consequences were reported. Broken tip is MDR-reportable.

Manufacturer narrative:
On (B)(6)-2021, the product investigation was completed. It was reported that an unknown patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small. There was a "tear" going from the very tip of the sheath. When going transseptal during the procedure with the vizigo sheath, there was difficulty advancing the sheath, and the sheath was not able to cross the septum. The vizigo sheath was removed and it was noticed that there was a "tear" going from the very tip of the sheath, down to one of the side holes on the distal tip. The vizigo sheath was replaced with a non-bwi sheath and the issue resolved. The procedure continued. No patient consequences were reported. Device evaluation details: a picture showing the catheter tip was received for analysis, the photo does not provide sufficient information related to the reported event and therefore no result can be obtained from it. Additionally, the product was returned to biosense webster for evaluation. Bwi then conducted a visual inspection and microscopic examination of the returned device. Visual analysis of the returned sample revealed that the irrigation hole was damaged, elongation was observed in the hole diameter. However, tip was not found broken on the carto vizigo sheath. The irrigation hole was found damage, elongation was observed in the hole diameter. However, tip was not found broken. A device history record evaluation was performed for the finished device [00001638] number, and no internal actions related to the reported complaint condition were identified. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4)

Manufacturer narrative:
On 30-aug-2021, the bwi product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).